Manufacturer narrative:
Received the following, 1 opened/used simplera sensor, one simplera serter was returned. Performed a visual inspection on the serter product for physical/cosmetic damage (dents or cracks on the serter shell/cap-tyrek), and none were found. And perform a visual inspection and found the sensor flex to be damaged (sensor flex pull up). See attachment file for details. Inspected the serter insertion needle for any hooks, blunts or burrs and none was found. In conclusion, customer complaint of sensor not wet is confirmed. Because the unit was already opened or used when we received it for testing, it is impossible to determine when or how the sensor flex damage happened. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had inserted a sensor, but it did not warm up. Upon removing the sensor, the sensor wire was missing. The customer had experienced bruise. The event involved product(s) mmt-5120b. Troubleshooting was performed for the site issues and the sensor away from restrictive clothing. Troubleshooting was performed for the introducer needle break , and the customer reported that the consumable or introducer needle fractured while in the body. Troubleshooting was not performed for the warm up not started alert. No further patient complications were reported. The customer was instructed to discontinue device use. Mmt-5120b was requested, and the customer's response was that the device would be returned.